Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported that assistance was needed in disconnecting the patient from a treatment on the cycler. The patient was currently in drain 6 of 7 but needed to go to the hospital. Technical support assisted the caregiver with cancelling the treatment successfully. Attempts to obtain additional information were unsuccessful. The reason for the patient needing to go to the hospital was not provided. The caller did not state the patient was experiencing any adverse event. Additionally, there was no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Clinical review: the reason for the patient needing to go to the hospital was not provided. The caller did not state the patient was experiencing any adverse event. Additionally, there was no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further clinical investigation. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported that assistance was needed in disconnecting the patient from a treatment on the cycler. The patient was currently in drain 6 of 7 but needed to go to the hospital. Technical support assisted the caregiver with cancelling the treatment successfully. Attempts to obtain additional information were unsuccessful. The reason for the patient needing to go to the hospital was not provided. The caller did not state the patient was experiencing any adverse event. Additionally, there was no allegation of a device malfunction or deficiency reported for this event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.